Event description:
It was reported that during the implant attempt, the lead was tested on the sterile table before implant. The lead was positioned straight on the table and not bent during the testing of helix extraction. The lead required 23 turns before the helix extended out of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. The inner insulation was kinked/buckled. The lead was stretched. Visual analysis revealed the lead was damaged at implant.